Manufacturer narrative:
The review of provided data confirmed the reported issue: ¿& bad implant¿ was displayed and the programmer couldn't recognize the implantable device. The reported issue is a known issue that occurs after the battery of the subject tablet was removed during the interrogation of an implantable defibrillator (ICD). The root cause is the removal of the battery during ICD interrogation/follow-up: it may induce the corruption of xml registry file of the platinum module. Platinum module is involved in any platinum, edis, ulys, gali, energya and talentia interrogation. At the next interrogation of an ICD, the ICD is not recognized and the programmer displays the ¿bad implant¿ message. In the event of ¿&bad implant¿ message at interrogation, the work around is to re-install the smartview 3.16 or newer version since the most probable hypothesis of the ¿& bad implant¿ message is the corruption of xml registry file of the platinum module. This case is retained and utilized for trend purposes.

Event description:
Reportedly, abnormal behavior during in-clinic follow up of a platinum ICD (s/n: unknown). It was not possible to complete the follow up.

Event description:
Reportedly, abnormal behavior during in-clinic follow up of a platinium ICD (s/n unknown). It was not possible to complete the follow up.